Event description:
It was reported that while using night aligners, the patient started to notice some irritation when wearing the bottom aligner. It also appeared the gums around one tooth receding and irritated in the morning when the bottom aligner was removed.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.